Event description:
Pt experienced a thrombosis 30 minutes after cypher stent implantation. This as treated with re-intervention (pci) and an additional stent implantation. This pt was admitted to the hospital with a chief complaint of cad. The pt was currently taking aspirin. The pt was taken elecively to the cardiac cath lab, where angiography revealed a 75%, de novo, non-calcified, long (25mm), c-type lesion in the proximal lad. A bolus of 5,000 units of heparin was administered via IV. Act's were not measured. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was not prodilated prior to stent placement. Ivus was conducted and then the pt experienced slow flow through the distal end lesion site (see physician's comment at end of summary). A 3.0 x 28mm cypher stent was deployed to 12 atms for 30 seconds with satisfactory results.